Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose readings of 416 mg/dl. It was noted that the customer fell and scratched the insulin pump several days prior to the high blood glucose readings. Customer was treated with injections for blood glucose readings of 355 mg/dl overnight and 400 mg/dl the following day. Troubleshooting was performed and the drive support cap appeared to be normal. Customer stated that they will call back to perform the high pressure test and complete troubleshooting. No product is being returned for analysis.